Event description:
A malfunction alarm labeled as "malf 12" was reported, which was resettable. There was no adverse impact on the customer's blood glucose level. Customer was assisted by technical support in resetting the pump and was advised to continue using it, with instructions to call back if the malfunction recurred.